Event description:
It was reported by the customer that their insulin pump may have a delivery anomaly. Customer states that the device had deliver 10 units of insulin without being programmed to do so. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped, but they had been working outside prior to the issue. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 54 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.